Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead showed impedances exceeding 3000 ohms. Consequently, the lead was substituted with a new one of the identical model, and the procedure was finalized successfully. There were no reported adverse effects on the patient. The replaced lead is anticipated to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead showed impedances exceeding 3000 ohms. Consequently, the lead was substituted with a new one of the identical model, and the procedure was finalized successfully. There were no reported adverse effects on the patient. The replaced lead is anticipated to be returned. Update: this lead was received for investigation.